Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had experienced impedances that were ¿similar¿ to a short on the left side of their electrodes. It was stated he implantable neurostimulator (ins) had lasted from (B)(6) 2010. A supplemental report will be filed if additional information is received.